Manufacturer narrative:
As product was not returned a device history review and retain tests were performed on the meter and test strips. The device history review for meter (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. Retained tests performed on the strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.

Manufacturer narrative:
This is an initial report. An investigation will be undertaken upon receipt of the customer's products. A final report will be sent when the investigation is completed.

Event description:
Customer's husband reported that on (B)(6) 2010 customer received erratic readings from her freestyle lite blood glucose meter. Customer reported performing two control solution tests and received results of 25 mg/dl and 36 mg/dl, which are out of the normal range of 83 mg/dl-125 mg/dl. He also reported she received a reading of 250 mg/dl. Customer further reported experiencing fatigue, vertigo and feeling like she had "no energy". Customer self-presented to a local healthcare facility, was diagnosed with severe hypoglycemia and treated with "glucose pills" and an intravenous infusion of "saline". Customer additionally reported self-treating with "glucose pills". There was no report of death or permanent injury associated with this event.